Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
One ev1000a platform system, panel and databox, were returned for evaluation. They booted up and connected, using both panel ethernet ports, without any issues noted. The touchscreen was tested and it functioned properly. The databox was tested per the cvp accuracy test and the cvp filter test, per the functional tester and it failed the test. A visual inspection found that the co/cvp connector on the databox was damaged. A patient simulator was not available to be used during testing. The inaccurate cvp readings that were displayed during testing indicated that a failed cvp accuracy test with a damaged co/cvp connector could have given erroneous patient parameters at times during monitoring, depending on what direction pressure was placed on the cable. A known working iso board was used in the databox and the cvp accuracy and cvp filter re-tests passed. The suspect iso board was placed back in the databox, and was reseated properly, and it passed the re-test three times. The device service history record review was completed and all manufacturing inspections passed with no non-conformance's. The reported issue was confirmed by evaluation. The root cause was determined to be a damaged connector with an unseated/defective iso board. There is no evidence or indication that a manufacturing defect is responsible for the reported issue; therefore, no corrective action was taken. No further action will be taken at this time. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make treatment decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. In this case the clinician received an error message that initiated the troubleshooting process. There was no patient involvement in this case and the system performed as expected with an error message displayed when initially set up by the clinician. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that the ev1000a platform system was being setup and there was a fault message of ¿cvp out of tolerance, check dpt¿ error display. The clinician then exchanged the suspect databox for a known good working databox, using the same monitoring equipment and accessories. Then everything worked. The flotrac cable and the flotrac transducer were eliminated as suspect. There was no patient involvement.

Manufacturer narrative:
Additional information has been obtained regarding the failed cvp accuracy test with a damaged co/cvp connector. When the cvp readings are out of range, this will not yield a patient parameter reading to the user. It will prompt a fault message display. If patient monitoring was in process, the value on the screen would be grayed out with a time stamp and a fault display. If it was before patient monitoring, only the fault message would display. Therefore, with this additional information, this does not meet the requirement of a reportable event.